Event description:
It has been reported that during the intubation procedure, the handle top with blade attached separated from the handle body. The top and blade remained in the pt's mouth and the batteries fell onto the pt. The blade was removed, the pt was reventilated then successfully intubated with no injury to the pt.